Event description:
(B)(4). It was reported that during a stenting treatment procedure, slow flow occurred. The 75% stenosed (ecst method, 70% using the nascet method) and 21mm long target lesion was located in the right common carotid artery with a reference vessel diameter of 1.4mm. An unknown size filterwire ez embolic protection system was deployed and a non-bsc stent implanted. Following deployment of the stent, angiography was performed which revealed slow flow in the vessel. The filterwire had become clogged. It was treated with a non-bsc aspiration catheter and non-bsc proximal embolization protection balloon. The slow flow was considered resolved and the filterwire was removed from the patient and the procedure was closed. It is the opinion of the physician that there is a relationship between the event and the filterwire.

Event description:
It was further reported that the minimum lumen diameter was 1.4mm. It was previously reported that this was the reference vessel diameter. It was also reported that it was a 3.5-5.5 190cm filterwire.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).